Event description:
It was reported that "as surgeon was inserting the size #6-13mm ps trial into the patient with knee in flexion with femur trial and tibia baseplate trial in place, the posterior feet broke off. Surgeon steve shine continued to use trial after removing the broken pieces."

Manufacturer narrative:
Device is not available for evaluation. No evaluation will be performed. Additional information has been requested, and if received, will be provided on a supplemental report. Device evaluation anticipated, but not yet begun.